Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for implantation. The valve was sized using a CT scan. During the procedure, the valve was successfully implanted at a depth of 5-6mm. X-ray was performed to check device position, and it was noted that the valve had migrated upwards 4mm towards the ascending aorta. The final implant depth of the valve was around 2mm and deemed to be stable. No intervention was performed to address the migration. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of the migration of valve towards ascending aorta after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.